Event description:
Purchasing states rn indicated took needle packages out of sealed shipping box for 1st time and upon removing packages noted that two of the packages were not sealed, and the needle were coming out of the packages.